Manufacturer narrative:
Mfg related.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. I was reported that while prepping the device the physician was unable to flush the device. In addition, the wire was unable to pass through the taper tip. The physician noted that the taper tip of the delivery system was occluded. The physician decided to cut the tip of the delivery system and proceed with the case. Other options were given to the physician to use other devices; however, the physician continued with the altered device. The stent graft was implanted successfully without any injures to the patient. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Device analysis is as follows. Upon inspection of the delivery system, approximately 6 mm of the distal tip was cut from the tapered tip and returned within a sealed container. The graft cover of the delivery system had multiple kinks, which is typical after use. A piece of red plastic was discovered lodged underneath the quick release trigger. The rest of the device was unremarkable. Microscopic images of the cut distal tip revealed that a hard, glossy and semi-transparent material occluded the tapered tip lumen. The complaint was confirmed; there was an obstruction at the distal end of the tapered tip lumen. The cause of the obstruction was due to hydrophilic coating entering the tapered tip lumen. The root cause of the event was most likely manufacturing related